Event description:
The user experienced low patient calcium results for several weeks that were identified by their lis system when a disproportionate number of results below the "alert value" occurred. The exact number of patient samples involved is unk. Of the data provided, sixteen results were discrepant. On (B)(6) 2009, the operator recalibrated the assay then repeated the samples. Sample 1 original result was 6.8 mg per dl, repeat result was 5.5 mg per dl. Sample 2 original result was 6.8 mg per dl, repeat result was 8.2 mg per dl. On (B)(6) 2009: sample 4 original result was 6.5 mg per dl, repeat result was 7.9 mg per dl. Sample 11 original result was 7.0 mg per dl, repeat result was 8.3 mg per dl. On (B)(6) 2009 the samples were repeated on the other cobas c501 at the site and the results were corrected. Sample 12 original result was 8.0 mg per dl, repeat result was 9.0 mg per dl. Sample 13 original result was 7.3 mg per dl, repeat result was 8.7 mg per dl. Sample 14 original result was 8.6 mg per dl, repeat result was 9.3 mg per dl. Sample 15 original result was 7.4 mg per dl, repeat result was 9.0 mg per dl. Sample 16 original result was 5.5 mg per dl, repeat result was 6.7 mg per dl. None of the erroneous results were reported.

Event description:
The user experienced low patient calcium results for several weeks that were identified by their lis system when a disproportionate number of results below the "alert value" occurred. The exact number of patient samples involved is unk. Of the data provided, sixteen results were discrepant. On (B)(6) 2009, the operator recalibrated the assay then repeated the samples. On (B)(6) 2009: sample 3 original result was 6.7 mg per dl, repeat result was 8.1 mg per dl. None of the erroneous results were reported.

Event description:
The user experienced low patient calcium results for several weeks that were identified by their lis system when a disproportionate number of results below the "alert value" occurred. The exact number of patient samples involved is unk. Of the data provided, sixteen results were discrepant. On (B)(6) 2009, the operator recalibrated the assay then repeated the samples. On (B)(6) 2009: sample 8 original result was 6.8 mg per dl, repeat result was 8.0 mg per dl. None of the erroneous results were reported.

Event description:
The user experienced low patient calcium results for several weeks that were identified by their lis system when a disproportionate number of results below the "alert value" occurred. The exact number of patient samples involved is unk. Of the data provided, sixteen results were discrepant. On (B)(6) 2009, the operator recalibrated the assay then repeated the samples. On (B)(6) 2009: sample 7 original result was 6.8 mg per dl, repeat result was 8.2 mg per dl. None of the erroneous results were reported.

Event description:
The user experienced low patient calcium results for several weeks that were identified by their lis system when a disproportionate number of results below the "alert value" occurred. The exact number of patient samples involved is unk. Of the data provided, sixteen results were discrepant. On (B)(6) 2009, the operator recalibrated the assay then repeated the samples. On (B)(6) 2009: sample 10 original result was 6.9 mg per dl, repeat result was 8.5 mg per dl. None of the erroneous results were reported.

Event description:
The user experienced low patient calcium results for several weeks that were identified by their lis system when a disproportionate number of results below the "alert value" occurred. The exact number of patient samples involved is unk. Of the data provided, sixteen results were discrepant. On (B)(6) 2009, the operator recalibrated the assay then repeated the samples. On (B)(6) 2009: sample 6 original result was 6.8 mg per dl, repeat result was 8.3 mg per dl. None of the erroneous results were reported.

Event description:
The user experienced low patient calcium results for several weeks that were identified by their lis system when a disproportionate number of results below the "alert value" occurred. The exact number of patient samples involved is unk. Of the data provided, sixteen results were discrepant. On (B)(6) 2009, the operator recalibrated the assay then repeated the samples. On (B)(6) 2009: sample 5 original result was 7.0 mg per dl, repeat result was 8.2 mg per dl. None of the erroneous results were reported.

Manufacturer narrative:
The field service representative determined there was a defective sample probe and replaced it. He also found there was contaminated water and decontaminated the water system on the analyzer. To verify the analyzer performance, he ran diagnostic tests, a precision study, calibration and qc.

Manufacturer narrative:
The field service representative determined there was a defective sample probe and replaced it. He also found there was contaminated water and decontaminated the water system on the analyzer. To verify the analyzer performance, he ran diagnostic tests, a precision study, calibration and qc.

Manufacturer narrative:
The field service representative determined there was a defective sample probe and replaced it. He also found there was contaminated water and decontaminated the water system on the analyzer. To verify the analyzer performance, he ran diagnostic tests, a precision study, calibration and qc.

Manufacturer narrative:
The field service representative determined there was a defective sample probe and replaced it. He also found there was contaminated water and decontaminated the water system on the analyzer. To verify the analyzer performance, he ran diagnostic tests, a precision study, calibration and qc.

Manufacturer narrative:
The field service representative determined there was a defective sample probe and replaced it. He also found there was contaminated water and decontaminated the water system on the analyzer. To verify the analyzer performance, he ran diagnostic tests, a precision study, calibration and qc.

Manufacturer narrative:
The field service representative determined there was a defective sample probe and replaced it. He also found there was contaminated water and decontaminated the water system on the analyzer. To verify the analyzer performance, he ran diagnostic tests, a precision study, calibration and qc.

Manufacturer narrative:
The field service representative determined there was a defective sample probe and replaced it. He also found there was contaminated water and decontaminated the water system on the analyzer. To verify the analyzer performance, he ran diagnostic tests, a precision study, calibration and qc.